Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should additional follow-up information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedance measurements. Additionally, during review of available data within the latitude remote patient monitoring system, a technical services (ts) consultant noted oversensing of non-physiologic noise on the ra channel, which resulted in inappropriate atrial tachy response (atr) events indicative of a ra lead integrity issue. At this time, the physician has elected to closely monitor the patient via latitude. No adverse patient effects were reported. This ra lead remains implanted and in service.